Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead exhibited parameters that were "not good" during implant. The lead was repositioned repeatedly and was ultimately implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the repeated repositioning and the poor parameters were due to the patient's difficult his bundle.